Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. There was no applicable evidence to review the error log. Primary problem of air in line sensor failure was replicated. The cause is the air detector, and it was replaced to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air in line sensor failure. The event occurred during testing, there was no patient involvement.